Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation (empty vial returned) most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up calls on 12-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer at this time who stated has not used the replacement and has been using a competitor meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 251 and 223 mg/dl. The customer was also concerned results were high when compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).